Event description:
According to facility on (B)(6) 2024 after filling the syringe with lidocaine "the technologist notices something that appeared to be a needle or staple of some sort in the syringe that was filled".

Manufacturer narrative:
According to facility on (B)(6) 2024 after filling the syringe with lidocaine "the technologist noticed something that appeared to be a needle or staple of some sort in the syringe that was filled". Per the facility there was no patient involvement or harm "as the tray was being set up prior to the patient entering the ir suite". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.